Event description:
It was reported that the customer had high blood glucose of 257; treated with manual injection. It was stated the drive support cap is sticking out. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. It was reported that the insulin pump has a crack in the reservoir compartment. It was also reported that the insulin pump alarmed off no power and customer did not receive a low battery alert prior to it. The battery cap is not loose, cracked or damaged. It was reported that the battery on the insulin pump is not lasting. The battery indicator does not show less than 2 bars; it shows 4 bars. Multiple low battery alert found in the history. Customer does not use the sensor feature, does not perform excessive button pressing, backlight is not used frequently, no daily rewinds. There have been unattended alarms. No further information reported.

Manufacturer narrative:
Insulin pump passed the displacement test and self-test. All operating currents are within specification. No unexpected low battery alarm noted. Off no power alarm functions properly. Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had broken reservoir tube lip, cracked reservoir tube, minor scratches on display window, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.